Event description:
Reportedly, customer experienced incidents of leakage when using the horizon pump/set to deliver solution. No report of pt injury and no additional info available. Laboratory evaluation found the leakage to be due to split side seam in the cassette.